Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they went to see their healthcare provider last friday, the healthcare provider connected to their implant and increase intensity to 3.1 and told the patient that it looked like they had a little water inside of them. Pat ient stated that the next day, saturday, they got out with pain and their incision looked like a little red. Patient said they decreased the stimulation to 2.5 and it was painless. The patient was redirected to their health care provider to further address the issue. Patient reported painful stimulation. Additional information was received from the patient. Patient reported that they started to have a lot of pain and fever a week after the implant procedure. Patient stated that they had to go to the hospital for 2 weeks and they found out that the patient had an infection in their spine around august 28th. Patient said that they came home with an infection. A week after the surgery the patient was in pain and went into the emergency room. Patient was told they had an infection, and it spread to their spine. They went home with an infection and "it was in their spine too". Patient also mentioned that they have a source of pain in that part of their body. Patient also reported the implant was explanted on september 13th. The patient was redirected to their healthcare provider (hcp) to further address the issue.